Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during infusion leakage occurred with a bd pegasus¿ yel 24ga x 0.75in prn. The following information was provided by the initial reporter, translated from (B)(6) to english: closed IV protein catheter system was used for infusion mannitol patient. During the process it's noticed that pharmaceuticals leakage. Additional information received: during the infusion, the patient spontaneously loosened the heparin cap, resulting in mannitol spill.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8302651. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. No sample or photo was returned for evaluation. Based on information gathered from the customer facility we determined that the most likely root cause for this event was patient interference with the device.

Event description:
It was reported that during infusion leakage occurred with a bd pegasus¿ yel 24ga x 0.75in prn. The following information was provided by the initial reporter, translated from chinese to english: closed IV protein catheter system was used for infusion mannitol patient. During the process it's noticed that pharmaceuticals leakage. Additional information received: during the infusion, the patient spontaneously loosened the heparin cap, resulting in mannitol spill.